Event description:
The patient had two previous trials where the healthcare provider (hcp) was unable to get the catheter in because of the anatomy of the patient¿s back and because it was ¿messed up from all the spinal fusion.¿ [refer to manufacturer report # 3007566237-2013-04058 regarding the patient's first trial] additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).